Event description:
Customer stated instrument reported low ca++ (calcium) results compared to ICU system while performing correlations. There was no report of injury due to this event.

Manufacturer narrative:
Customer installed new calcium sensor and stated that both analyzers are correlating with the acceptable limit.